Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a patient reports halos at night and blurry near and distance vision. Left eye MDR #1119421-2007-00265. Right eye MDR #1119421-2007-00266.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in this lot number. Additional information was requested 05/22/2007, 05/23/207 and 05/25/2007 by phone, mail and fax. Additional information received 05/22/2007, 05/23/2007, 05/25/2007 and 06/04/2007 by phone and mail.